Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid and lower abdomen, and flanks on (B)(6) 2021 using the curve 150 elite system applicator, who developed paradoxical hyperplasia (ph) after treatment. Liposuction surgery occurred in (B)(6) 2021.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid and lower abdomen, and flanks on (B)(6) 2021 using the curve150 elite system applicator, who developed paradoxical hyperplasia (ph) after treatment. Liposuction surgery occurred in (B)(6) 2021.

Manufacturer narrative:
Corrected data: a6, d1, and d4.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen and flanks with the curve 150 applicator was diagnosed with paradoxical adipose hyperplasia in the same areas.